Event description:
During an unk procedure, the device was fired across tissue. The distal staple line didn't form staples, but the proximal staple line was properly formed. There was no pt consequence.